Event description:
Difficulty breathing and swallowing. Sudden labile blood pressure 225/134, resulted in 4 separate hospitalizations over the next 8 weeks. Work-up showed elevated troponin levels, elevated inflammatory markers, elevated d-dimer, decrease lung function tests, CT, stress test, multiple echos, ekgs, vq scan, bronchoscopy and ultrasounds showed negative for cardiac involvement, negative for dvt, negative for lung involvement, negative for pulmonary hypertension, negative for malignancies, negative for active infections. Endoscopy and manometry showed smooth muscle tightness in esophagus (no prior history), and a duodenal ulcer that did not correlate to h.pylori infection. Primary care dr conceded he had not seen this collection of symptoms before and advised me to consider removing my non-textured silicone allergan implants that were placed in 2012 following bilaterally mastectomy in one-step reconstruction surgery. I had explant surgery with mastopexy on (B)(6) 2019. My feelings of flu-like symptoms have resolved by 90%. My knees no longer ache. I did not have capsulectomy because the surgeon felt the risk / benefit was too great, he was concerned about risk of pneumothorax. I am still unable to take full aspiration of air into my lungs. I am on a one-year waiting list to see an expert in exploratory capsulectomy to remove the capsules, with the hope of breathing completely normally again. I was not informed of the risks associated with these implants, in fact, I did not know I had silicone gel-filled implants until I received the operative report several weeks ago, and seven year after the surgery. Please know that I would never pay (B)(6) to have explant surgery, to be followed by a capsulectomy procedure at a cost of another (B)(6) only to be left with severe disfigurement if I did not believe my implants were the cause of my severe, yet non-specific symptoms that have already partially improved just days after explanation. Please, stop the propagation of the use of these life-altering medical devices on women who already face the challenges of breast cancer. Please. Stopped all meds after explanation; including bp meds, protonix, antidepressants, blood thinners, prednisone, beta-blockers, ace inhibitors, and pain meds. FDA safety report ID# (B)(4).